Event description:
The customer called and reported the insulin pump was damaged, as a piece on the opening of the reservoir compartment had fallen out. Customer's blood glucose was 528 mg/dl and she stated she would go see her healthcare provider following the phone call, as she did not have a back up plan. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o ring.